Manufacturer narrative:
(B)(4). Batch # r9312p. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the dr. Was starting a prostatectomy procedure. When he was dissecting the tissue, the protective cushion detached from the device. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the cushion that fell off fall inside the patient? No, it hanging. Was there any consequence in the patient due to the detachment of the cushion? No, used another device. What is the current state of the patient? In recovery. Can the product be recovered for analysis? Yes, the product was shipped to the office on monday. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.